Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no pacing and oversensing were noted on the right atrial (ra) lead approximately two weeks post implant. Dislodgment was noted. Trouble shooting / diagnostic testing was performed. The lead was revised and remains in use. No patient complications have been reported as a result of this event.